Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on 10/04/15 sensor was reading 126 mg/dl but her blood glucose was actually low at 30 mg/dl. She treated the low by eating. The customer did not remember other details because she blacked out and went to sleep. She was woken up and given sugar and by lunchtime she was barely 95 mg/dl. The customer also reported having sensor reading discrepancies on (B)(6) 2015; the sensor glucose was 25 mg/dl and blood glucose was 60 mg/dl. She treated with food but the sensor kept reading low. She received calibration errors and change sensor alert. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. Device was not exposed to a magnetic field and passed the displacement test. She mentioned she is going through hormone changes and the doctor instructed to put the insulin pump on temporary basal. Current blood glucose was 181 mg/dl. Advised to monitor the device.